Event description:
Potential for injury associated with a 5410ivc semi-electric bed with foot motor drift where the foot of the bed does not stay in the specified position. This event could potentially lead to the foot of the bed unexpectedly dropping.